Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device keeps freezing and not allowing to sign in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device kept freezing not allowing sign on. A technical support specialist (tss) dialled into station ar-vasc2 and logged in as cfnadmin. Upon reviewing the event viewer, a critical error was identified where kernel-power 41 (63) was indicating that the system had rebooted without a clean shutdown, likely due to a crash, power loss, or system hang. A power issue was suspected, and memory usage was observed at 80% on a 4gb ram system. A second reboot was performed, which successfully resolved the issue. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device keeps freezing and not allowing to sign in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.